Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the implantable cardiac monitor exhibited loss of sensing. Device software download and reprogramming the device did not resolve the issue. The device was explanted. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis found that the wire connecting the header electrode to the hybrid was found to be broken. The damage found likely resulted in the reported lack of sensing.